Manufacturer narrative:
Products from multiple manufacturers were reported in the literature article. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that a retrospective review of the nationwide inpatient sample database for spinal fusion procedures between 2002 and 2006 found that of 478 patients who underwent posterior cervical fusion procedures using bmp, 10 patients developed dysphagia or hoarseness. The literature article did not specify if bmp-2 or bmp-7 was used.